Event description:
The customer reported that following a diagnostic catheterization in 2001, both groins were stuck and a vasoseal es was deployed in the left groin puncture following the procedure. The pt complained of pain in the groin, and the staff was unable to palpate pulses. A vascular surgeon was called for a consultation and the pt was taken to surgery for repair of a left femoral artery occlusion. The pt's status was good following surgery and pt was discharged the following day. No further complications were reported.